Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could be verified during the motor drive test. The probable root cause is due to the size pot. Additionally, invalid syringe alarms were found in the event history log.

Event description:
It was reported that the device displays ¿invalid syringe¿ even though the syringe is correctly configured. The problem is persistent, and the device is unusable. There is no patient involvement and no patient harm.